Manufacturer narrative:
Concomitant medical products: product ID 306001 ,lot# 60317934 , product type :screening device , ubd: 02-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that during procedure upon s3 needle placement , it was noted that both needle positions on ap x-ray were medial to s3 foramina, yet right sided needle produced bellows and toes response at 1.5ma and left needle produced no motor response up to 8.0ma . Physician decided after no alternative motor response upon left sacral needling positions to place wire and on be wire placement it was noted to be slightly stretched under tension when stylet and needle were being removed over the placed wire. Intra-operative testing of thisleft s3 be wire placement produced similar lack in motor response stimulation up to 8.0ma. Following placement of wire in post operative recovery however, patient reported sensory response in left labial region at 2.3 ma . Right be wire noted to produce intra-operative motor (bellows and toe) and post operative sensory response in right buttock region)at 1.5ma and setting was left in place for upcoming be wire patient re-trial. No ex ternal factors noted. It was reported the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: neu_stylet_acc, lot# serial#: unknown, product type: accessory; product ID: 306001, lot# 60317934, product type: screening device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# 60317934 serial# implanted: explanted: product type screening device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that when the stylet and foramina needle were being removed the lead was placed under tension and stretched slightly because the physician had difficulty removing these two items. During extraction of both the introducer sheath and the stylet from the be wire, the sheath could not be removed as it was obstructed by the ball on the distal end of the stylet. This caused tension on the be wire as these items were removed. Fortunately the wire was not damaged and upon testing post operatively the patient reported sensory responses as previous noted. When tested post operatively, both wires produced appropriate sensation and noted to be intact. No further action was required.